Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing an erratic heart rate/palpitations. Upon attempting to interrogate the pulse generator exhibited, no magnet response/communication. The device had reached elective replacement indicator/end of life. The patient self discharged and refused intervention. No additional information was reported.